Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effect of death is likely related to procedural circumstance. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article attached title: right ventricular evaluation to improve survival outcome in patients with severe functional mitral regurgitation and advanced heart failure undergoing mitraclip therapy na.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: cardiac death and non-cardiovascular death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, right ventricular evaluation to improve survival outcome in patients with severe functional mitral regurgitation and advanced heart failure undergoing mitraclip therapy. No additional information was provided.